Event description:
It was reported that the patient was experiencing pain, edema and a possible infection at the paddle lead site. The patient has been placed on antibiotics and will be scheduled for an explant in the future. Additional information was received that the patient's paddle lead was explanted due to the infection. The patient was experiencing ongoing symptoms and taking antibiotics the entire time while being implanted. The patient has fully recovered following the explant surgery.

Manufacturer narrative:
The explanted paddle lead will not be returned to bsc as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing pain, edema and a possible infection at the paddle lead site. The patient has been placed on antibiotics and will be scheduled for an explant in the future.